Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a very gradual increase in thresholds. The rv lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.